Manufacturer narrative:
The insulin pump failed the displacement test, and was received stuck in a motor error alarm loop during the bolus delivery due to an out of phase motor encoder signal.

Event description:
It was reported that the insulin pump alarmed motor error during the manual prime. The insulin pump also lost power, and all the programming was lost. Troubleshooting was performed, and the insulin pump passed the displacement test, but continued to alarm motor error. Nothing further was reported.